Manufacturer narrative:
Correction: h6 field: added e0601 code.

Event description:
It was reported that, this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and several shock therapy due to atrial fibrillation (af) with rapid ventricular response (rvr) in different episodes. Additionally, in another episode, the atp induced the patient into a ventricular arrythmia. Ts recommended reprogram options. This ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that, this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and several shock therapy due to atrial fibrillation (af) with rapid ventricular response (rvr) in different episodes. Additionally, in another episode, the atp induced the patient into a ventricular arrythmia. Ts recommended reprogram options. This ICD remains in service. No additional adverse patient effects were reported.